Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that a patient had developed a red irritation underneath one of the ECG electrodes. The patient was issued an unknown lotion from the hospital. The patient applied the lotion to the irritated area and the irritation improved.